Event description:
Nine minutes into pt's first treatment session, pt developed acute onset of sob and chest pain. Treatment stopped, physician called, IV started, o2 given, IV morphine and lasix given, ems called. Pt coded and required resuscitation enroute. Resuscitation efforts continued until ER. Admitted with chf and pulmonary edema. Pt expired eight days later while still an in-patient.